Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose was 400 mg/dl. Troubleshooting was done for high blood glucose and no delivery alarm. The customer reported that insulin exited. The customer was advised the insulin pump will need to be replaced and also advised to revert to backup plan. The product will not be returned for analysis.